Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing syncopal episodes. The patient had congenital complete heart block. The patient noted symptoms of nausea, hot flashes, and dizziness. Upon interrogation, the implantable cardioverter defibrillator showed stable measurements but once the session ended, the patient had another syncopal episode. The patient was noted to be in asystole. The device was reinterrogated and emergency vvi was enabled. The device measurements were noted to be stable and no oversensing or noise could be produced with isometrics. It was unknown if the patient symptoms were related to device function but the physician suspected it may have been related to the right ventricular autocapture algorithm. The device was reprogrammed. Patient was stable.